Event description:
Report received indicated that patient developed rash under pouch film several months ago prior to receipt of complaint. Alternate samples were sent to patient. No further information was provided and patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This complaint applies to the surfit nat pch drn std tan icc code 404029. The lot number could not be obtained. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and this is the only complaint of this type for this icc code. There was no objective evidence of nonconformance.